Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient reported her ipg was unable to communicate with the external devices. The patient reports she had not received stimulation or recharged her ipg for a couple of months (exact date unknown). Follow up information identified the physician requested a replacement charging system be sent to the patient. The patient underwent surgical intervention on (B)(6) 2016 to remove and replace the ipg.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow up information identified the patient is receiving effective stimulation and issue has been resolved.